Manufacturer narrative:
Device analysis report attached. This report is submitted on may 31, 2024.

Event description:
Per the clinic, the patient developed a skin infection at the implant site and experienced an extrusion of the electrode lead into the external auditory canal. The device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 27, 2023.